Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (loss of prime) issue. Troubleshooting could not be completed at the time of the complaint. Customer technical support made attempts to contact the reporter for troubleshooting, without success. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.